Manufacturer narrative:
Contact number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation and shut off during testing. It was further observed that the electronic motor and electronic control unit did not function properly and the bearings were corroded on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic and mechanical components from normal use and improper cleaning over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during testing in the biomedical department, it was observed that the battery oscillator device was not functioning. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.